Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl 23x1 rb experienced a cracked barrel and leakage. The original report stated, "office manager said they use these syringes all the time and this most recent time on three different patients they were performing b12 shots when the syringes would crack resulting in the medicine spilling out onto the floor and not being injected into patient. All patients are fine and no medical attention required. This happened within the last few weeks. All from the same lot number.¿

Manufacturer narrative:
H.6. Investigation: 40 sealed packaged 3ml syringes with needles were received, confirmed to be from batch #8334805 (p/n 309571). All samples were visually evaluated for the reported defect. No cracked barrels or other defects were found in the returned samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 3ml ll w/ndl 23x1 rb experienced a cracked barrel and leakage. The original report stated, "office manager said they use these syringes all the time and this most recent time on three different patients they were performing b12 shots when the syringes would crack resulting in the medicine spilling out onto the floor and not being injected into patient. All patients are fine and no medical attention required. This happened within the last few weeks. All from the same lot number.¿